Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 3 months. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Through follow up, copies of the patient's medical records were obtained. According to the op report, this patient was diagnosed with prosthetic valve endocarditis. On a routine physical, he was found to have a low diastolic blood pressure and a murmur. This was followed up with an echocardiogram, which revealed a large dehiscence in the right coronary cusp of the prosthetic valve. During explant, it clearly appeared that the tissue was friable in multiple spots. This was debrided of the ingrowth unhealthy tissue back to healthy aortic wall. Two small previously noted cavities were debrided. There was no evidence of active abscess or infection. Per the pathology report, the diagnosis was aortic regurgitation. The explanted valve was replaced with a model 3300tfx 25 mm. Tee showed good valvular coaptation without evidence of peri or paravalvular leak. Unfortunately, the explanted device was discarded by the hospital; therefore, the root cause of this event could not be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.